Event description:
The patient reported sporadic withdrawal symptoms (no specific symptoms reported). The patient thinks the symptoms may be due to the fact that her doctors are weaning her off of oral methadone. The patient also reported that at her last refill, approximately 2 weeks ago, the nurse told the patient that there was more medication in the pump than was expected and that they would need to monitor it. Hcp is considering further troubleshooting. Patient treatment and outcome was not reported. The patient's pump contained morphine. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Additional information received from the hcp reported that the patient was undergoing a catheter revision for a possible catheter kink and the pump was heard audibly clicking. The clicking was heard by the hcp and the patient. Otherwise the pump was operating appropriately. The event logs were normal. Reference MFR report #6000030-2007-04276.

Manufacturer narrative:
Additional information received from the hcp reported that the patient's symptoms were related to a catheter shear at the back fascia. After the patient's catheter was replaced, the patient recovered without sequela. (B)(4).